Event description:
The customer reported that the foot pedal would stick. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The foot pedal was cleaned. The system was tested and operates as intended.